Event description:
It was reported that an external pulse generator displayed an error code. The biomedical engineer was educated on the possible causes for the error code and will test the device to see if the error could be duplicated. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).